Manufacturer narrative:
The customer reported that she had an allergic reaction to the gloves that she was using and she required various medications to resolve the issue. The customer stated that on (B)(6) 2021 she was given a box of gloves by her supervisor which she wore throughout her shift at work. The customer stated that she felt that when she got home from work her hands started to feel itchy but she did not do anything about it at the time. The next day, (B)(6) 2021, the customer again went to work and used the same gloves that her supervisor gave her, however on this day she started to develop a rash on her hands from the gloves with itching and redness. The customer stated that she went to a walk-in urgent care center after work and was given a steroid injection for the reaction but the relief was minimal. The customer reported that on (B)(6) 2021 she went to work and used the gloves again however this time she started to experience shortness of breath and hot flashes. The customer reported that on (B)(6) 2021 she went to the va and was given intravenous fluids with a steroid medication as well as an antihistamine and an asthma pump and was told that she was having an allergic reaction to the gloves that she was using. The customer was discharged from the va with orders for an oatmeal bath, benadryl and an unknown cream for the unresolved rash on her hands. The customer had a follow up appointment with her primary care doctor on (B)(6) 2021 and was prescribed a medrol dose pack, pepcid and was off of work for three days due to the allergic reaction to the gloves. The customer was given a different glove from her employer and no further incident has occurred. The customer stated that no sample is available to be returned for evaluation due to her coworkers using the gloves. No additional reactions have been reported in the facility with other employees. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the first time that the employee used the gloves she began to experience an allergic reaction.